Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 21105996. Product family: scs-linear leads: upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5028879.

Event description:
A report was received that the patient was not receiving adequate pain relief and underwent an explant procedure to remove the ipg and leads. Patient was doing well post operatively and managing pain with medication.